Manufacturer narrative:
Bayer case number: (B)(4) metrorrhagia [metrorrhagia] irregular cycles (20 to 40 days) [irregular periods] significant joint pain (shoulders, hands and feet) [joint pain] polyarthralgia (no synovitis) [polyarthralgia] hands swelling [swelling of hands] hands tingling [paraesthesia hand] transient moderate inflammatory syndrome [chronic inflammatory response syndrome] face erythema [erythema facial] patches on the face and scalp [dry skin face] patches scalp [dry scalp] significant asthenia [asthenia] weight gain [weight gain] abdominal pain [abdominal pain] epigastric pain [epigastric pain] inflammatory rheumatism ruled out [inflammatory rheumatism] foot orthosis [ankle foot orthosis user] photosensitivity [photosensitivity] pain at the back of the eye [pain behind eyes] tiredness due to noise [tiredness] numbness [numbness] chest pain without finding upon examinations [chest pain] irritable bowel syndrome [irritable bowel syndrome] decrease in visual acuity [visual acuity reduced] confusion [confusion] tinnitus [tinnitus] dizziness [dizziness] coughing fit [paroxysmal cough] heat sensation in the body [sensation of heat] insomnia [insomnia] fibromyalgia [fibromyalgia] reactive depressive syndrome [depression reactive]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hashimoto's thyroiditis in 2005, cholecystectomy in 2003 and drug allergy, abdominoplasty, hepatic pain, vaginal delivery (2000) and gravida I. The patient had a family history of multiple sclerosis (sister, cousins). Concomitant products included atorvastatine (atorvastatin calcium) for dyslipidaemia since 2024, proton pump inhibitors (unknown) since 2021, apranax (naproxen) since 2021, thyroxine (levothyroxine sodium) since 2021, levothyrox (levothyroxine sodium) since 2005, esberiven (heparin sodium, melilotus officinalis), thealose (hyaluronate sodium, trehalose) and trimebutine (trimebutine maleate). On (B)(6) 2016, the patient had essure inserted. On unknown date she became an orthosis user ("foot orthosis"), experienced intermenstrual bleeding (seriousness criterion intervention required), menstruation irregular ("irregular cycles (20 to 40 days)"), joint pain ("significant joint pain (shoulders, hands and feet)"), polyarthralgia ("polyarthralgia (no synovitis)"), peripheral swelling ("hands swelling"), paraesthesia ("hands tingling"), chronic inflammatory response syndrome ("transient moderate inflammatory syndrome"), erythema ("face erythema"), dry skin face ("patches on the face and scalp"), dry scalp ("patches scalp"), asthenia ("significant asthenia"), abdominal pain ("abdominal pain"), abdominal pain upper ("epigastric pain"), rheumatic disorder ("inflammatory rheumatism ruled out"), photosensitivity reaction ("photosensitivity"), eye pain ("pain at the back of the eye"), fatigue ("tiredness due to noise"), hypoaesthesia ("numbness"), chest pain ("chest pain without finding upon examinations "), irritable bowel syndrome ("irritable bowel syndrome"), visual acuity reduced ("decrease in visual acuity"), confusional state ("confusion"), tinnitus ("tinnitus"), dizziness ("dizziness"), cough ("coughing fit"), feeling hot ("heat sensation in the body"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia") and adjustment disorder with depressed mood ("reactive depressive syndrome") and was found to have weight increased ("weight gain"). The patient was treated with laroxyl (amitriptyline hydrochloride) as well as surgery (subtotal hysterectomy). Essure was removed on (B)(6) 2025 at the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain upper, adjustment disorder with depressed mood, polyarthralgia, joint pain, asthenia, chest pain, chronic inflammatory response syndrome, confusional state, cough, dizziness, dry skin face, dry scalp, erythema, eye pain, fatigue, feeling hot, fibromyalgia, hypoaesthesia, insomnia, intermenstrual bleeding, irritable bowel syndrome, menstruation irregular, orthosis user, paraesthesia, peripheral swelling, photosensitivity reaction, rheumatic disorder, tinnitus, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: insertion details: 1 coil on the left side 4 coils on the right side on (B)(6) 2025, bilateral salpingectomy was scheduled but not undergone. On (B)(6) 2025, subtotal hysterectomy. No histological finding. Diagnostic results (normal ranges are provided in parenthesis if available): [angioscopy] on (B)(6) 2023: normal. [Biopsy salivary gland] on (B)(6) 2024: gougerot-sjögren¿s disease ruled out [cardiovascular evaluation] on (B)(6) 2024: no failure, no ischemia, [colonoscopy] on (B)(6) 2023: normal. [Computerised tomogram abdomen] on (B)(6) 2023: not available. [Computerised tomogram heart] on (B)(6) 2024: no coronary artery disease [diagnostic procedure] on (B)(6) 2025: level of barium, nickel and tin requiring supervision [imaging procedure] on (B)(6) 2021: nothing consistent with arthropathy [ultrasound doppler] on (B)(6) 2019: functional venous insufficiency (therapy: compression and veinotonic ointment) [ultrasound pelvis] on (B)(6) 2022: normal, no polyp, no fibroma, essure in place; on (B)(6) 2023: normal [x-ray] on (B)(6) 2025: 8 markers of both essure were clearly visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) metrorrhagia [metrorrhagia], irregular cycles (20 to 40 days) [irregular periods] , significant joint pain (shoulders, hands and feet) [joint pain] , polyarthralgia (no synovitis) [polyarthralgia] , hands swelling [swelling of hands] , hands tingling [paraesthesia hand] , transient moderate inflammatory syndrome [chronic inflammatory response syndrome] , face erythema [erythema facial] , patches on the face and scalp [dry skin face] , patches scalp [dry scalp] , significant asthenia [asthenia] , weight gain [weight gain] , abdominal pain [abdominal pain], epigastric pain [epigastric pain] , inflammatory rheumatism ruled out [inflammatory rheumatism] , foot orthosis [ankle foot orthosis user] , photosensitivity [photosensitivity] , pain at the back of the eye [pain behind eyes] , tiredness due to noise [tiredness] , numbness [numbness] , chest pain without finding upon examinations [chest pain] , irritable bowel syndrome [irritable bowel syndrome] , decrease in visual acuity [visual acuity reduced] , confusion [confusion] , tinnitus [tinnitus] , dizziness [dizziness] , coughing fit [paroxysmal cough] , heat sensation in the body [sensation of heat] , insomnia [insomnia] , fibromyalgia [fibromyalgia] , reactive depressive syndrome [depression reactive] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hashimoto's thyroiditis in 2005, cholecystectomy in 2003 and drug allergy, abdominoplasty, hepatic pain, vaginal delivery (2000) and gravida I. The patient had a family history of multiple sclerosis (sister, cousins). Concomitant products included atorvastatine (atorvastatin calcium) for dyslipidaemia since 2024, proton pump inhibitors (unknown) since 2021, apranax (naproxen) since 2021, thyroxine (levothyroxine sodium) since 2021, levothyrox (levothyroxine sodium) since 2005, esberiven (heparin sodium, melilotus officinalis), thealose (hyaluronate sodium, trehalose) and trimebutine (trimebutine maleate). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she became an orthosis user ("foot orthosis"), experienced intermenstrual bleeding (seriousness criterion intervention required), menstruation irregular ("irregular cycles (20 to 40 days)"), joint pain ("significant joint pain (shoulders, hands and feet)"), polyarthralgia ("polyarthralgia (no synovitis)"), peripheral swelling ("hands swelling"), paraesthesia ("hands tingling"), chronic inflammatory response syndrome ("transient moderate inflammatory syndrome"), erythema ("face erythema"), dry skin face ("patches on the face and scalp"), dry scalp ("patches scalp"), asthenia ("significant asthenia"), abdominal pain ("abdominal pain"), abdominal pain upper ("epigastric pain"), rheumatic disorder ("inflammatory rheumatism ruled out"), photosensitivity reaction ("photosensitivity"), eye pain ("pain at the back of the eye"), fatigue ("tiredness due to noise"), hypoaesthesia ("numbness"), chest pain ("chest pain without finding upon examinations "), irritable bowel syndrome ("irritable bowel syndrome"), visual acuity reduced ("decrease in visual acuity"), confusional state ("confusion"), tinnitus ("tinnitus"), dizziness ("dizziness"), cough ("coughing fit"), feeling hot ("heat sensation in the body"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia") and adjustment disorder with depressed mood ("reactive depressive syndrome") and was found to have weight increased ("weight gain"). The patient was treated with laroxyl (amitriptyline hydrochloride) as well as surgery (subtotal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain upper, adjustment disorder with depressed mood, polyarthralgia, joint pain, asthenia, chest pain, chronic inflammatory response syndrome, confusional state, cough, dizziness, dry skin face, dry scalp, erythema, eye pain, fatigue, feeling hot, fibromyalgia, hypoaesthesia, insomnia, intermenstrual bleeding, irritable bowel syndrome, menstruation irregular, orthosis user, paraesthesia, peripheral swelling, photosensitivity reaction, rheumatic disorder, tinnitus, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: insertion details: 1 coil on the left side 4 coils on the right side on (B)(6) 2025, bilateral salpingectomy was scheduled but not undergone. On (B)(6) 2025, subtotal hysterectomy. No histological finding. Diagnostic results (normal ranges are provided in parenthesis if available): [angioscopy] on (B)(6) 2023: normal [biopsy salivary gland] on (B)(6) 2024: gougerot-sjögren¿s disease ruled out [cardiovascular evaluation] on (B)(6) 2024: no failure, no ischemia, [colonoscopy] on (B)(6) 2023: normal [computerised tomogram abdomen] on (B)(6) 2023: not available [computerised tomogram heart] on (B)(6) 2024: no coronary artery disease [diagnostic procedure] on (B)(6) 2025: level of barium, nickel and tin requiring supervision [imaging procedure] on (B)(6) 2021: nothing consistent with arthropathy [ultrasound doppler] on (B)(6) 2019: functional venous insufficiency (therapy: compression and veinotonic ointment) [ultrasound pelvis] on (B)(6) 2022: normal, no polyp, no fibroma, essure in place; on (B)(6) 2023: normal. [X-ray] on (B)(6) 2025: 8 markers of both essure were clearly visible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) metrorrhagia [metrorrhagia], irregular cycles (20 to 40 days) [irregular periods] , significant joint pain (shoulders, hands and feet) [joint pain] , polyarthralgia (no synovitis) [polyarthralgia] , hands swelling [swelling of hands] , hands tingling [paraesthesia hand] , transient moderate inflammatory syndrome [chronic inflammatory response syndrome], face erythema [erythema facial] , patches on the face and scalp [dry skin face] , patches scalp [dry scalp] , significant asthenia [asthenia] , weight gain [weight gain] , abdominal pain [abdominal pain] , epigastric pain [epigastric pain] , inflammatory rheumatism ruled out [inflammatory rheumatism] , foot orthosis [ankle foot orthosis user], photosensitivity [photosensitivity] , pain at the back of the eye [pain behind eyes] , tiredness due to noise [tiredness] , numbness [numbness] , chest pain without finding upon examinations [chest pain] ,, irritable bowel syndrome [irritable bowel syndrome] , decrease in visual acuity [visual acuity reduced] , confusion [confusion] , tinnitus [tinnitus] , dizziness [dizziness] , coughing fit [paroxysmal cough] , heat sensation in the body [sensation of heat] , insomnia [insomnia] , fibromyalgia [fibromyalgia] , adjustment disorder with depressed mood [depression reactive] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hashimoto's thyroiditis in 2005, cholecystectomy in 2003 and drug allergy, abdominoplasty, hepatic pain, vaginal delivery (2000) and gravida I. The patient had a family history of multiple sclerosis (sister, cousins). Concomitant products included atorvastatine (atorvastatin calcium) for dyslipidaemia since 2024, proton pump inhibitors (unknown) since 2021, apranax (naproxen) since 2021, thyroxine (levothyroxine sodium) since 2021, levothyrox (levothyroxine sodium) since 2005, esberiven (heparin sodium, melilotus officinalis), thealose (hyaluronate sodium, trehalose) and trimebutine (trimebutine maleate). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she became an orthosis user ("foot orthosis"), experienced intermenstrual bleeding (seriousness criterion intervention required), menstruation irregular ("irregular cycles (20 to 40 days)"), joint pain ("significant joint pain (shoulders, hands and feet)"), polyarthralgia ("polyarthralgia (no synovitis)"), peripheral swelling ("hands swelling"), paraesthesia ("hands tingling"), chronic inflammatory response syndrome ("transient moderate inflammatory syndrome"), erythema ("face erythema"), dry skin face ("patches on the face and scalp"), dry scalp ("patches scalp"), asthenia ("significant asthenia"), abdominal pain ("abdominal pain"), abdominal pain upper ("epigastric pain"), rheumatic disorder ("inflammatory rheumatism ruled out"), photosensitivity reaction ("photosensitivity"), eye pain ("pain at the back of the eye"), fatigue ("tiredness due to noise"), hypoaesthesia ("numbness"), chest pain ("chest pain without finding upon examinations"), irritable bowel syndrome ("irritable bowel syndrome"), visual acuity reduced ("decrease in visual acuity"), confusional state ("confusion"), tinnitus ("tinnitus"), dizziness ("dizziness"), cough ("coughing fit"), feeling hot ("heat sensation in the body"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia") and adjustment disorder with depressed mood ("adjustment disorder with depressed mood") and was found to have weight increased ("weight gain"). The patient was treated with laroxyl (amitriptyline hydrochloride) as well as surgery (subtotal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain upper, adjustment disorder with depressed mood, polyarthralgia, joint pain, asthenia, chest pain, chronic inflammatory response syndrome, confusional state, cough, dizziness, dry skin face, dry scalp, erythema, eye pain, fatigue, feeling hot, fibromyalgia, hypoaesthesia, insomnia, intermenstrual bleeding, irritable bowel syndrome, menstruation irregular, orthosis user, paraesthesia, peripheral swelling, photosensitivity reaction, rheumatic disorder, tinnitus, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: insertion details: 1 coil on the left side 4 coils on the right side on (B)(6) 2025, bilateral salpingectomy was scheduled but not undergone. On (B)(6) 2025, subtotal hysterectomy. No histological finding. Diagnostic results (normal ranges are provided in parenthesis if available): [angioscopy] on (B)(6) 2023: normal [biopsy salivary gland] on (B)(6) 2024: gougerot-sjögren¿s disease ruled out [cardiovascular evaluation] on (B)(6) 2024: no failure, no ischemia, [colonoscopy] on (B)(6) 2023: normal [computerised tomogram abdomen] on (B)(6) 2023: not available [computerised tomogram heart] on (B)(6) 2024: no coronary artery disease [diagnostic procedure] on (B)(6) 2025: level of barium, nickel and tin requiring supervision [imaging procedure] on (B)(6) 2021: nothing consistent with arthropathy [ultrasound doppler] on (B)(6) 2019: functional venous insufficiency (therapy: compression and veinotonic ointment) [ultrasound pelvis] on (B)(6) 2022: normal, no polyp, no fibroma, essure in place; on (B)(6) 2023: normal. [X-ray] on (B)(6) 2025: 8 markers of both essure were clearly visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up argus cases (B)(4) found to be duplicate of each other therefore argus case (B)(4) needs to be nullified from argus database. All source documents, references, events, reporters & all relevant information have been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.